Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the device struggled to morcellate. When the device was activated, the connecting cable started to shake and the blade turned intermittently and slowly. The physician used another motor drive, however, the problem was not resolved. The physician switched from the foot pedal control to hand activation which resolved the problem. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4) - drive cable wrap-up/torque. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216624 mfg date: 04/16/2012, exp date: 04/30/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch number: batch mt216624, mfg date: 04/23/2012, exp date: 04/30/2014.